Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pace impedance measurement of greater than 3000 ohms. The physician was informed and there is no further action at this time. This pacemaker and competitor ra lead remain in service, and there were no adverse patient effects reported.